Event description:
It was reported by the affiliate that there was major leakage from colon (almost a week after original operation). Leakage was found almost 1/2 circle of the anastomosis. Reoperation was done and colostomy was created for leakage treatment.